Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified malfunction occurred. On 11/20/2024, it was reported via email from insulet that the patient experienced an unknown sensor issue. The patient uses insulet omnipod5. The patient had nausea, vomiting, blurred vision and stomach pain and moderate ketones. She was treated in the emergency department for 13-14 hours with IV, some insulin and some antibiotics for the stomach pain. Attempts to contact the patient for more details about the episode were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.